Manufacturer narrative:
According to our investigation, the trajectory deviations may have been caused by an inaccurate registration, which could have caused the sleeves to be placed at the incorrect locations on the guide. Additionally, sleeve positions could have deviated if enough force was applied to the handle during surgery. Finally, the severity of the deviation at site #26 may have been due to the drill slipping due to patient morphology.

Event description:
The guide was used for implant surgery. The doctor performed the initial osteotomies at sites #23 and #26 and observed that both trajectories were off from the final plan. She placed directional pins and took a post-op scan. After comparing this to the final plan, in which the implants were parallel, she found that implant #23 was angled more mesially, and implant #26 was much more buccal, perforating the buccal plate. The doctor was able to successfully correct the issue by free-handing the case with grafting, and both implants were placed without the guide.